Event description:
It was reported a catheter shaft break occurred. A 15mm x 3.00mm nc quantum apex was used during a percutaneous coronary intervention procedure. It was noted that the catheter of the nc quantum apex broke without any stress or pressure to the shaft. No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 71.9cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and had blood and contrast present within the folds.

Event description:
It was reported a catheter shaft break occurred. A 15mm x 3.00mm nc quantum apex was used during a percutaneous coronary intervention procedure. It was noted that the catheter of the nc quantum apex broke without any stress or pressure to the shaft. No patient harm resulted in relation to this event.